Manufacturer narrative:
Based on the additional information provided regarding the device, kci's assessment remains the same; it cannot be determined that the alleged wound appearance, necrotic tissue and slough were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. No failures were found with the device related to this event; therefore, the cause for a self-shut down without an alarm event was determined to be an inadvertent shut down by the user.

Event description:
On 26-jul-2021, a device evaluation was completed by kci quality engineering. On 22-jun-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 19-mar-2021, the device was tested per quality control procedure by kci quality engineering and no failures were found with the device related to this event.

Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged wound appearance, necrotic tissue, slough were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The physician noted v.a.c.® therapy was discontinued on (B)(6) 2020 and "goal of therapy met." Additionally, an infection was not confirmed as there was no signs or symptoms of an infection noted in the patient's clinical notes and the patient did not initiate antibiotic therapy on or around the incident date. Therefore, the alleged infection is deemed not reportable. Device labeling, available in print and online, states: precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: untreated or inadequately treated infection. Cellulitis of the incision area. Indicators of ineffective therapy minimal changes in wound size when there is little or no change in the wound for one to two consecutive weeks, and patient compliance, technique and underlying co-morbidities are not the cause, the following may be useful: cut the foam slightly smaller than the wound edges for wounds with little depth, to enhance inward epithelial migration. Do not allow the wound edges to roll downward during v.a.c.® therapy. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base.

Event description:
On (B)(6) 2020, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly exhibited a couple of alarms, would not stay charged and would shut off. The technical issues allegedly affected the patient's wound and the wound developed an infection and subsequently underwent debridement. The patient reported the activ.a.c.¿ ion progress¿ remote therapy monitoring system was being charged with an extension cord. On (B)(6) 2020, the following information was reported to kci by the patient: the activ.a.c.¿ ion progress¿ remote therapy monitoring system allegedly continues to exhibit charging issues when plugged directly into the wall. The physician debrided the wound allegedly due to "green slim textured tissue" to the wound. On 29-jul-2020, the following information was reported to kci by the wound care nurse: the nurse practitioner believed the slough was a result of the activ.a.c.¿ ion progress¿ remote therapy monitoring system being off for longer than the patient reported. The patient underwent mechanical debridement and v.a.c.® therapy was re-applied. The nurse stated the patient was educated about not using an extension cord to charge the device and was advised to not shut off v.a.c.® therapy for long periods of time. On 26-aug-2020, the following information was reported to kci by the certified nurse practitioner: the patient was last seen on (B)(6) 2020 and there was no deterioration or infection noted. The patient's clinical chart noted the abdominal wound had significantly decreased in size and improved with healthy granulation tissue. On 19-aug-2020, kci received progress notes from the patient's healthcare provider that noted the following: on (B)(6) 2020, continued therapy. Wound was debrided due to slough. On (B)(6) 2020, slough was noted and the patient went on a v.a.c.® therapy vacation. It was noted that there was a medium (34 to 36 percent) red granulation and a medium (34 to 36 percent) necrotic tissue including adherent slough noted within the wound bed. No signs or symptoms of an infection around the incident date were documented in the progress notes. On 24-aug-2020, the following discharge note was provided to kci by the physician: on (B)(6) 2020, v.a.c.® therapy was discontinued and noted "goal of therapy met." A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.

Manufacturer narrative:
MDR-3009897021-2020-00397 submitted on (B)(6) 2020 reported the following: section h4 device manufacture date: (B)(6) 2019 correction (B)(6) 2018. H3 other (code unspecified, describe in h10): device was not returned to kci after multiple attempts. Based on the information provided regarding the device, kci cannot determine that the alleged wound appearance, necrotic tissue, slough were related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. The device was not returned to kci for evaluation after multiple attempts; therefore, a malfunction has not been confirmed and the event logs could not be reviewed. Kci could not verify or refute that the device shut down without an alarm. Therefore, the most likely cause for a self shut down without an alarm event was determined to be an inadvertent shut down by the user.

Event description:
On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. Several unsuccessful attempts have been made to retrieve the device, therefore, a device evaluation could not be performed and the event logs could not be reviewed.